Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no power. A field service engineer (fse) observed the machine displaying a blank screen. The machine was power cycled but did not connect to the network. The ethernet cable was replaced with a customer-supplied cable, after which the system functioned properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es gb23a station had no power. The customer confirmed that all wall outlets were functioning properly and tested them by unplugged and reconnected other equipment; however, the pyxis station remained unpowered and unresponsive. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.